Manufacturer narrative:
Sex, weight, ethnicity, race: unk. Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. The lens was returned in liquid, in a lens vial. Visual inspection found the optic was torn. Lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that while injecting a cq2015a intraocular lens, diopter +21.0 into the patient's right (od) eye, the lens tore. Reportedly, the lens was implanted and removed intraoperatively. The reporter states that two lenses were attempted to be implanted into the same eye, the 3rd was implanted successfully. The scrub nurse loaded the 1st two lenses that tore during insertion. Another person loaded the 3rd lens which was successfully implanted. Possible loading error. Reference MFR report# 2023826-2019-02059 for additional torn lens.